Manufacturer narrative:
Blocks d9 & g3: the altatrack guidewire was returned and evaluated by the manufacturer. Block h3: the altatrack guidewire was visually inspected and no defects were found. Block h6: as no damage was observed on the returned guidewire, the probable cause of the reported failure could not be determined by the investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2: date of birth not provided. Block c: not applicable for this device. Block d4: serial # not applicable for this device. Blocks d6 & d7: not applicable for this device. Block g2: study name - (B)(4). Blocks h3 & h6: the altatrack guidewire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral therapeutic aaa repair procedure, a altatrack berenstein catheter was delivered over an .035" altatrack guidewire. After navigation, the guidewire likely created a dissection plain in the sma, requiring stent placement. The procedure was completed with conventional devices and the patient was stable throughout the procedure. The patient was discharged as expected. This adverse event is being submitted because the altatrack guidewire likely caused a dissection, and required stent placement. There was no alleged malfunction with the altatrack guidewire.